Event description:
It was reported that this subcutaneous implantable pacemaker device showed signs of premature battery depletion (pbd). Data analysis showed the battery appeared to be depleting more quickly than expected. Device currently remains in service. No additional adverse patient effects were reported.